Manufacturer narrative:
Additional narrative: depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 11/10/16¿ medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised due to pain. Update - 07/06/2016. Litigation documents received; patient underwent a revision to address metallosis and pain. There is no new additional information that would affect the investigation. Update 02/13/2017-- medical records received. After review of the medical records for MDR reportability, the 1st page of the revision operative note indicated osteolysis and mild staining on the trunnion. There is no new information that would change the existing investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.